Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited inadequate numbers and after multiple attempts exhibited helix retraction and extension issues. A new lead was used and implanted successfully. The patient was stable throughout.